Manufacturer narrative:
Per information received, it was indicated devices were available for evaluation. However, the device has not been returned for evaluation at this time. Manufacturing and inspection records were reviewed, and no anomalies were identified. Based on the information received no coot cause could be determined.

Event description:
During a surgery implanting an ankle plate (70-0245-s (573084), the drill was broken. The drill could not be extracted and remained in the pateint's tibia bone. A delay in surgery of 10 minutes occurred due to the drill breakage. The doctor does not plan to try to remove the broken fragment of the drill. A repalcement drill was used to complete the prcoedure.

Manufacturer narrative:
Additional information: a visual examination under magnification of the returned 2.8mm quick release drill (80-0387) was performed. The returned drill was confirmed to have batch number 520982. The tip of the drill was broken and was not returned. He fractured surface appearing mostly flat. Drill tip breakage may occur when excessive force is applied to the drill during use to overcome increased resistance. This increased resistance can have many contributing factors such as a sudden application of an off axis bending, encountering dense bone, and improper surgical technique. No definitive conclusion can be made. Based on the information received no coot cause could be determined. 3025141-2025-00163.